Manufacturer narrative:
H.6. Investigation: no product was returned by the customer, but a photo of the incident was. The customer complaint of separation can be verified by the provided picture. The root cause of this failure was not identified as no product was returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ tubing separated. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that while on the patient, an IV tubing set separate from the rest of the tubing.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing separated. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that while on the patient, an IV tubing set separate from the rest of the tubing.